Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device developed a leakage leading to the deflation of the cuff. The patient had required to go back to the operation room for the replacement of the device.